Event description:
The account alleged that the bed is not working.

Manufacturer narrative:
The technician found the lockout switch was activated. After turning the lockout off, the head and knee functions moved down unintentionally. The technician replaced the pendant to repair the bed.